Event description:
It was reported that the surgeon saw a gap between the cup and the ceramic insert/sleeve on the x-rays immediately after surgery. Revision surgery was not scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.